Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the exact impact of the fall on the device as not reported and that the event resolved without any actions being taken. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported the patient stated they had a fall in mid-(B)(6) and since had only felt stimulation between vaginal and rectal area. The hcp stated the patient had an undesirable change in stimulation. The hcp stated the patient reported no other change in efficacy. It was noted the event was possibly related to the device or therapy and was not related to the implant procedure. It was noted the most recent interrogation prior to the event was (B)(6) 2016. The hcp reported a change in stimulation during a remote follow up. There were no actions taken and the event resolved without sequelae on (B)(6) 2018. There were no further complications that have been reported as a result of this event.